Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient. According to the complainant, the delivery catheter detached from the delivery system during stent deployment. One portion was removed with the delivery system; however, the second portion remained in the implanted stent. The physician used rat tooth forceps and was able to remove the portion of the delivery catheter that had remained in the stent without any patient complications. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.